Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(6) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from cracks in the upper rear connection area of the dialyzer of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was available, and a photograph was provided for evaluation. Visual inspection of the actual sample and a photo showed that the connection from the filter to the dialysate port is disconnected from the dialysate port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the observed housing damage was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.